Event description:
Reported indicated that vns pt vomits blood when their device is programmed to certain settings and that the vomiting subsides when device settings are programmed back to original values. The pt has not experienced: any further episodes of vomiting blood since device settings were changed. Treating neurologist indicated that the event could have been related to possible ulcer. Investigation to date has been unable to confirm the cause of the reported event.